Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision surgery (reference MFR. # 1627487-2019-00856, 1627487-2019-00860), a set screw in the battery would not insert. In turn, the ipg was replaced. As a result, the surgery was extended by 10 minutes. Therapy was restored post-op